Event description:
Event description boston scientific received information that this pacemaker and right ventricular lead were explanted. The pacemaker was explanted as it was part of the c2 capacitor advisory population described in the physician communication on june 23, 2006. No allegations were made against the performance of the device. The lead was explanted due to loss of capture in the right ventricle, and another lead was successfully implanted during the procedure. No adverse patient effects were reported.